Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up or moisture damage on the electronic assembly/motor noted. It was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms or blank display noted. The device also had a cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. She removed the battery and received a failed battery test when reinserting it. She then changed the battery and the insulin pump alarmed button error and the display went blank. Blood glucose value was 141 mg/dl. During troubleshooting, the customer stated that the insulin pump was exposed to sweat. The display did return but the insulin pump alarmed button error. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.